Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was not allowing them to select reservoir and set up during a set change. The customer stated delivery was fast and jumped during the fill tubing process and was not normal. Troubleshooting was completed and the pump passed a self test and displacement test. The insulin pump will be returned for analysis.